Event description:
A customer reported at the beginning of a cataract extraction with intraocular lens implant and vitrectomy procedure, just when the doctor was entering the eye, a system message displayed. The system power was recycled and the same error existed. The vitrectomy portion of the case was aborted as there was no back up unit. The patient was taken to another hospital to complete the surgery on the same day.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was advised to maintain the eye pressure and recycle power. The company representative examined the system and reseated the fluid controller printed circuit board (pcb) and cables. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).